Manufacturer narrative:
Ocd performed retained testing and a batch record review of the lot. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient with a previous history of anti-e did not react with (B)(4). Repeat testing with the patient's samples were also non-reactive. Reactivity was observed with untreated and treated cells from the resolve panel c.